Event description:
The customer reported that there was a difference between the kilo-voltage displayed and the actual kilo-voltage on the stenoscop system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The kilo-voltage was re-adjusted. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.